Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported that during the trial, the patient was getting pelvic pain and hip pain. The patient said they had the trial from 31-jan to 8-feb, and by tuesday morning 05-feb the pain was worse. The patient stated that the healthcare professional (hcp) told the patient that the wires had migrated. The patient went back on (B)(6) to get the wires removed. The patient stated the nurse said they weren't going to do an x-ray and the nurse removed leads while the ens was still on, so it was really painful. The patient noted that they were getting the implant on (B)(6). No further complications were reported.

Manufacturer narrative:
B3: date updated based upon information rec'd at a later date. A correction was also made to the aware date, a new aware date of january 31, 2019 was added to the file, this change would not result in a late MDR submission therefore is being noted as a correction in the regulatory report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked for the circumstances that led to the lead migration the patient stated their activity level didn¿t change any, and maybe it was because they used a wheelchair. The patient stated that when they went in to have the wires removed on2019-feb-08 they told the nurse that their wires migrated and their hips/pelvis were very painful. The patient repeated previously reported information and added that the removal was so painful that they actually screamed out loud, it stung so bad. The patient stated that as of 2019-feb-21 they still had small lumps where the wires were. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.